Event description:
It was initially reported that the patient was referred for vns removal due to the patient having "too much stuff going on". Follow up with the patient's removing surgeon determined that the patient has severe mental retardation and was constantly "playing with" the generator, so the family opted to remove the device. Both the lead and generator were later removed. The explanting facility does not return explanted devices per the facility's policies. No additional or relevant information has been received to date.